Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to perform a system check by technical support, but no issue were identified. Customer changed the pump supplies and resumed insulin delivery.